Event description:
It was reported that the patient came in for reprogramming and indicated that there was a change in stimulation. There were impedances greater than 10,000 ohms. The left lead all had impedance measurements greater than 10,000 ohms. The right lead had normal readings. An x-ray was done and the system looked connected. The physician was out of the office for a week and it was mentioned that the patient came a week early. The manufacturer representative was able to reprogram using only the right lead. It was stated that the patient experienced a burning and biting sensation when using the left lead. While using the right lead only, the patient was able to get the most relief. Using both leads, the patient was able to turn stimulation up to 9.0 volts and would not feel stimulation. The patient reportedly denied and falls or trauma.

Event description:
Follow up information reported that the patient was able to get therapeutic coverage that day of report. The patient was to follow up at a later time but nothing further had been heard. It was noted that the patient was from mexico and it was unclear who they see there. Additional information received 3 days later reported that the healthcare professional had not heard back from the patient (who was instructed to call if they were not getting relief). It was also confirmed that the patient got relief with the "good" lead. No revision was planned for the patient. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).